Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm for a low leak ¿ co2 rebreathing risk. The device was in clinical use when the issue occurred. There was no patient or user harm reported. During troubleshooting, it was suggested to check the flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. During follow up with the key market (km), the responder reported that the customer did not accept the quote, and the device was not returned to service. No further details could be obtained regarding the event, and it could not be determined if the customer had the issue resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.